Event description:
Dealer alleges where left back cane is broken where it goes into the frame of the trsx5 wheelchair.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.